Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the cutter broke when cutting labral tape. Nothing went into the patient and the labral repair was completed.

Manufacturer narrative:
The related condition is typically caused by applying excessive force while attempting to cut suture and/or an excessive amount of suture at one time. Fragments were accounted for and found during investigation/evaluation process. Function test could not be performed due to related condition.